Event description:
The customer reported that the system is not registering a subtraction function.

Manufacturer narrative:
(B) (4). The ge svc rep reloaded the software and cal/config files. The system operates as intended. (B) (4)